Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr 673500, 115384 comp rvs cntrl scr 6.5x40mm st 805390, 180500 comp locking screw 4.75x15mm 00539,0, 113609 comp primary stem 9mm micro 873600 xl-115363 arcom xl 44-36 std hmrl brng 127610, 115370, comp rvs tray co 44mm, 032100. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09932.

Event description:
It was reported that the patient underwent left shoulder arthroplasty. Subsequently, it was reported that the patient suffered acromial stress fracture approximately three (3) years post-op. No additional information is available.

Manufacturer narrative:
The complaint was confirmed based on the operative records that were provided. Review of the device history records identified no deviations or anomalies. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left shoulder arthroplasty. Subsequently, it was reported that the patient suffered pain during workout and an acromial stress fracture was noted approximately three (3) years post-op. No additional information is available.